Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not used or charged her scs system in approximately a year due to unrelated heath issues. As a result, the patient is unable to establish communication between her ipg and external devices. The sjm representative met with the patient and confirmed the issue. Subsequently, the patient will undergo surgical intervention as the next course of action and possibly be re-implanted with a competitor's system.